Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trivial effusion prior to the procedure. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The posterior takeoff of the laa made visualization from the right atrium (ra) difficult. The intracardiac echo (ice) catheter was positioned in the coronary sinus to eliminate the possibility of thrombus in the laa. The transseptal was performed with a versacross connect system. There was trouble with transeptal due to an aneurysmal septum. The transseptal puncture was performed successfully. The first 31mm wds was attempted but the device turned inferior and folded on itself. Upon redeployment there was suspicion of a crossed strut. The device was removed, and a new 31mm wds device was deployed twice. A moderate right sided effusion was noticed, but the patient was stable and had no changes to heart rate or blood pressure. The wds was repositioned a third and final time. The device met position, anchor, size and seal (pass) criteria and was released. The physician then performed a pericardiocentesis to prevent any possible complication. The patient remained stable throughout the entire procedure and was discharged the next day.